Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with initial reporter and obtained following additional information: there was no patient injury. Customer did not observe any thermal damage on the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.085" x 0.356" was found to be broken off. The broken piece was not returned/returned. Components adjacent to this broken blade do not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was connected to an inhouse energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm harmonic ace instrument stopped working and could not be recognized by the system. The procedure was completed with no reported injury.